Manufacturer narrative:
Subject device is a trial implant and is not implanted. MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.

Event description:
Device report received from (B)(6) hospital, (B)(6), indicates a pt with degenerative scoliosis was scheduled for a tlif procedure with t-pal over 5 levels. The surgeon inserted a trial implant at l3-l4. The inserter loosened from the trial implant when the surgeon attempted to remove it and he was not able to grab the trial. The surgeon placed all the screws on the contralateral side, placed the rod and distracted at l3-l4. The surgeon then attempted to use the removal tool. The trial slipped and found its way through a gap in the annulus. The trial is now outside the disc, probably in soas muscle about one centimeter from the vena cava and is reportedly stable. No revision is scheduled as the pt is recovering from the first surgery.